Manufacturer narrative:
Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have low torque errors. The grip ring was dislodged at the proximal end. The instrument passed the electrical continuity test at the distal and proximal end. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument passed the homing test. The grips opened but did not close properly. The instrument failed to seal on 3 out of 3 attempts. Error displayed "sealing malfunction. Press 'arm swap' to restore control then remove and reinstall. If issue persists, discard instrument". Review of the logs showed two 22024 grip torque errors. Advanced failure analysis engineer confirmed the initial findings. The instrument showed sealing malfunction error during in house testing. The instrument housing was removed, and it was noticed that the grip cable was loose. A loose grip cable is known to prevent the grips from fully closing, which may lead to low torque failures. Additionally, the torsion spring set screw that holds the torsion spring and the slug together was missing from its slot and was found to be resting on the magnet inside the chassis. The missing set screw will affect the range of motion of the torsion spring that could also contribute to the grips not closing all the way. Additionally, the grip ring was sitting a little lower than its ideal position; however, it was securely situated, and it did not contribute to the low torque failures.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered error messages with the vessel sealer extend instrument. The customer used a backup instrument. The procedure was completed with no reported injury.